Event description:
Report from (B)(6) stating that the device "temperature [was] above specification". It is unknown if this event occurred during surgery. It is unknown if injuries or medical intervention occurred. No additional information is available. If any additional information should become available, this notification will be updated accordingly.

Manufacturer narrative:
The device was received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or additional information becomes available, a supplemental report will be sent. (B)(4).